Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. At this time, we are unsure if the device will be returned for evaluation.

Event description:
It was reported that a patient experienced an allergic reaction to his hawley retainer. While wearing the retainer, the patient suffers from headaches and his upper palate is itchy. When he removes the retainer, the headaches and itchiness stop.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was conducted with no discrepancies noted.